Manufacturer narrative:
(B)(6). B5: describe event or problem - correction. H2: if follow-up, what type - correction. H6: event problem and evaluation codes -  correction to remove 3331.

Event description:
Subsequent to the initial report, a supplemental report is needed to remove h6 type of investigation code 3331, as there is no CAPA and no lot number provided.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown error message occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be signal loss, of which the probable cause could not be determined. The reported event of an unknown error message is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.